Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, mild balloon withdrawal resistance occurred. The lesion being treated in the index procedure was a 3.2x30mm, 60% stenosed, mildly calcified, mildly tortuous portion of the mid left anterior descending artery (mid lad). The physician treated the terget lesion with pre-dilatation and successful placement of a taxus liverte' 8.8% 3.00x32mm drug eluting stent overlapping another taxus liberte' 8.8% 3.00x12mm drug eluting stent implanted during this procedure. During withdrawal of the balloon and stent delivery system after inflation, there was mild balloon withdrawal resistance from stent. There was no deflation difficulties, the balloon was deflated and removed as usually, but with slight difficulty. The event was resolved without treatment. There were no reported complications. The pt was discharged the next day. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.